Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was unable to recover. A field service engineer found that the main full height drawer 5 left rail was broken and then fse powered the unit off, replaced the rail, and discovered that the bearing cage had clipped the cable for the open and close sensor and replaced it as well to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was unable to be recovered. The user attempted to recover storage space and rebooted the station, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.